Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed err hwbatt. No additional patient or event information is available. No product or data was returned for evaluation. The complaint confirmation of the error icon could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will charge and boot. Perform functional test: passed relevant testing. Download and review receiver log: pass, no issues found within range of issue date. Cut open case, inspect hw & battery: pass, no issues found. The reported event of an error icon display was not confirmed. A root cause could not be determined.